Event description:
According to the reporter: procedure: colectomy. The device cut tissue but did not place staples. Another one was used to complete the procedure. No significant complication was reported.